Event description:
It was reported that there was low bipolar impedance on the right ventricular (rv) lead. It was noted the unipolar impedance was higher than the bipolar impedance. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable pulse generator (ipg) implanted: 2005 (B)(6); 4068-45 implantable pacing lead implanted: 1997 (B)(6). (B)(4).